Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 1 was not detected on the bus. A field service engineer (fse) removed the back panel and found that the module controller board was lit, but the drawer controller light was off, replaced the drawer controller board, then the fse cleared some debris, inspected the bus wire for cut marks and found none, and reseated all bus wire connections. After rebooting the device, all controller board lights properly lit and ensured all components were fully functional. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer smelled like burning and not functioning. There were no adverse events or injuries reported as a result of this incident.